Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline. The customer rebooted the station and confirmed that both the network and power cables were securely connected. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) replaced main 6.2 drawer board to resolve the issue and customer was able to access the drawer. The system functioned as intended after the field service engineer repaired the device.